Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during cataract surgery, a pt sustained a corneal burn at the incision site. There has been no update on surgical impact or the pt's status at this time. Add'l info has been requested. This is the fourth of five reports for this facility.